Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8015 sn: (B)(4) customer wanted to know how to clear this error code. 133.6080. Failure device type: failure problem type: failure mode: case resolution: replace battery pack\ I explain to the customer that he may just have a low battery that needs to be charged up. I also explain to the customer to let battery charge for a few minutes and power up. Check error log and event log to see if unit was powered off and the next time the unit was powered on. A long period between events possibly could be the unit was not plugged in. The customer said ok and the call was ended.